Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to interventions and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The male patient was implanted with one 6.0 x 150mm biomimics 3d stent (bm3d) on an unspecified date in (B)(6) to treat a de novo lesion of the superficial femoral artery (sfa) middle third in the left leg. On the (B)(6) 2023, the patient arrived to the clinic and presented with left leg pain. An event of restenosis was identified during an ultrasound. The restenosis rate was approximately 90%. In (B)(6) 2023, endovascular treatment (evt) was performed. An angiogram showed the event was an in-stent restenosis (isr). Plain old balloon angioplasty (poba) was performed using a nc balloon, and the inside of the stent was dilated with a drug coated balloon (dcb). The patient's progress is being monitored.